Event description:
Patient was implanted with prodisc c on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of hardware. An anterior osteophyte was growing over the anterior portion of the disc space. Reportedly the surgeon believed the superior portion of the end plate was not completely fixated with the vertebral body. The sales consultant observed the x-ray, there was a slight halo on the x-ray but no visible sign that the end plate had moved. Surgeon removed all hardware and patient was revised with fusion device.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. A search on pub-med failed to uncover any specific reports of a prodisc-c revision resulting from ossification around the implant - search term used prodisc-c ossification revision. Another pub-med search with the search terms loose prodisc-c implant or components also failed to uncover reports of prodisc-c revision due to loose components. Patient selection and/or surgical technique may have been a factor. Osteophytes are a natural occurrence during the degeneration of the spine. If the patient was showing signs of advanced degeneration at the time of implantation, then it would have been more likely for bone growth to occur. Also, too much or aggressive bone remodeling would have provided a good bloody pathway to promote bone growth at the implant site. If severe remodeling was required, that may have also been a sign that severe degeneration was a factor. A full list of contraindications and patient exclusion recommendations are listed in the technique guide including: osteoporosis, instability, advanced degeneration. It is impossible to know what exactly caused this with the information in this complaint, but patient selection or surgical technique could have been possible causes. It is also unclear if the ossification caused any pain or patient discomfort and if the superior endplate was actually loose as reported.